Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was being tested at set up and was hard to close the jaws. The surgeon used the device and heard a snap when he fired. It took excessive force to fire, but the clips did form and he completed the procedure with the device. The clips were checked and there was no leak in the line and all was correct and sealed. There was no pt consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Damaged lockout post. Eval summary: the instrument was returned in good visual condition. The instrument was cycled, fed, and formed 14 clips within mfg requirements; however, the device didn't lockout as intended. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. A batch record review was performed and no anomalies were found during the mfg process.